Event description:
On (B)(6) 2012, the pt was implanted with a conformable gore tag thoracic endoprosthesis to treat an ulcer. At (B)(6) 2012, the pt was admitted into the hospital for back pain. An echocardiogram revealed some blood in the aorta so a computed tomography was performed on (B)(6) 2012. The CT revealed an intramural hematoma distal to the previously implanted graft. The same day, the pt was implanted with another conformable gore tag thoracic endoprosthesis to treat the hematoma. The pt tolerated the procedure. On (B)(6) 2012, a computed tomography revealed a possible infection in the gore tag thoracic endoprostheses. It was also noted that the pt¿s aortic arch had started to erode to the aortic wall. The physician stated the infection may be from salmonella and the pt is currently being tested for salmonella poisoning. The pt is in stable condition.

Manufacturer narrative:
The review of the mfg and sterilization paperwork verified that this lot met all pre-release specs. Please note add¿l devices implanted and related to this event: (B)(4).